Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - (translated) two bags from the same lot teared during the removal of the specimen.[original: deux endobags du même lot se sont déchirés lors de la sortie de la pièce anatomique. Problème au niveau de la production?]. Patient status - no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.